Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon opening the power module, the biomedical engineer set it up and inserted the battery. However, the power module did not turn on and there were no light indications at all. It was noted that there were no alarms for the event.